Event description:
It was reported that there were white particles in a small volume intermate device. The device was reportedly compounded with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 15a006 was manufactured from january 07, 2015 to january 08, 2015. Visual inspection was performed and white, floating particulate was observed inside the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.